Event description:
Pt was having ptca of 2 vessels. Stent placement x2. Subsequent to final pictures being taken, the distal end of the wire was found at the end of the coronary artery. The remaining piece was retrieved with a microsnare.